Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had changed set and black circle came out and got no delivery alarm on the insulin pump. Troubleshooting was done. Customer's blood glucose was 134 mg/dl. During the troubleshooting the insulin exited. No further information provided.